Manufacturer narrative:
Occupation: non-healthcare professional. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Unknown if the reported serious injuries and disability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. It is alleged, patient has suffered and will continue to suffer serious physical injuries, economic loss, loss of enjoyment of life, disability, and other losses. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via right common femoral vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿pain in the upper abdominal area when stretching or reaching.¿ per one reading of a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿impression: the ivc filter shows significant tilt of the superior tip to the left with the tip in contact with the ivc wall. Minimal filter strut perforation. No ivc stenosis. No strut bending or fracture.¿ per a second reading of a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿positive for caval perforation. A total of 4 prongs have perforated ivc.¿ ¿maximum distance prongs perforated 2.68mm.¿ ¿coronal images 10.28 degree tilt right to left.¿ ¿sagittal images 0.26 degree tilt anterior to posterior.¿

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, abdomen pain. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdomen pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of ten (10) devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.